Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Explant date is unknown.

Event description:
It was reported an infection was present but the site of the infection is unknown by the rep and patient. The patient's entire scs system was explanted and was later re-implanted with a new full scs system on (B)(6) 2021. Stimulation therapy was reportedly restored postoperatively..